Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt jumping sensations in their stomach and on their side the day of implant. The patient presented to the emergency department due to jerking and spasms. It was confirmed that the patient was experiencing phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.